Manufacturer narrative:
Conclusion from investigation: leica biosystems conducted performance tests and visual examination of the instrument involved and did not identify any fault with the instrument that was likely to contribute to the sub-optimal processing. A review of the instrument logs indicates that a number of reagent stations were reset both prior to and during the run. This could have resulted in a less than ideal sequence of reagent use and reagent purity on this run. The instrument has returned to routine use.

Event description:
On (B) (6) 2009, leica microsystems received a complaint of poorly processed tissue from customer. After unsuccessfully reprocessing the tissue on the same instrument, the customer then processed the tissue for a third time on a different MFR's instrument. On 11 jan 2010, the customer reported to leica biosystems that two pts required a re-biopsy.